Event description:
During procedure, while placing the coronary sinus lead, the physician noted that the tip of the cougar xt straight guidewire sheared off completely into the coronary sinus. The physician determined that no further intervention was warranted due to the risks outweighing the benefits.